Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure was achieved of the common femoral artery using a starclose se device. However, after clip deployment difficulty was encountered removing the device. The thumb advancer was unlocked and retracted, which freed the device for removal. Hemostasis was achieved with the starclose se device clip. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded and will not be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.